Event description:
A customer reported that their AED's asi is flashing red, and it will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
The investigation of the AED associated with this complaint is underway and the root cause is not currently known.

Manufacturer narrative:
Upon return, the device underwent bench testing. It was determined that the AED would not power on. Further investigation identified the issue was due to significant mold contamination covering a circuit board.